Manufacturer narrative:
Correction/removal reporting number: 2531779-03/24/2010-003-r. The pump has been returned and evaluated by product analysis on 05/12/2011 with the following findings: during testing, an ezprime operation was performed; during the load cartridge phase, the pump dispensed fluid. During evaluation, the force sensor was found to be out of calibration. Unrelated to the complaint, the display screen was found to be dim with a red tint.

Event description:
Pump is returned for a short load step causing a large prime volume. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.